Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high sugar levels. Prior to the event, the customer's mother stated that the customer got sick and was vomiting. She stated that the infusion set was not working. The blood glucose level was not given. No further information was provided.